Manufacturer narrative:
No conclusions can be made since the product was not returned to dmta and limited information was provided by the customer in reference to the complaint event.

Event description:
"(B)(4)" "olympus rep" reported the incident to (B)(4). Laser fiber broke during ureteroscopy procedure and the doctor smelled smoke. (B)(4) did not know exact lot number or single use laser fiber size at the time of our call. He informed me that (B)(4) "team lead nurse" is investigating the actual instrument information and will provide shortly. (B)(4) confirmed no patient related injury or death. The holmium laser is performing fine; no occurrences since actual incident. (B)(4) also validated other laser fibers from same lot are performing fine as well."